Manufacturer narrative:
On 27-aug-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During the visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according to mentor procedure, and it revealed two tears on the anterior view with tear a measuring approximately 0.7 cm and tear b measuring approximately 0.2 cm. Microscopic examination in the edges of both tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with mentor smooth round high profile 270cc saline breast prostheses when the left breast prosthesis deflated after implantation. The patient¿s left breast prosthesis deflated following a biopsy. In addition, the patient developed baker grade iii capsular contracture in her right breast. As a result, the patient will undergo explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 27-jul-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 31-jul-2020, mentor received additional information about the event. The patient had her explanted breast prostheses replaced with mentor memorygel breast implant 375cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).